Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, device leakage in the connector was observed, however, no residual/foreign material. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported liquid residue was observed in the connector of the gastrointestinal videoscope. There was no patient involvement, and no harm reported as a result of the event.